Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump  due to damage to the tandem-provided charging pad and usb cable. There was no reported adverse impact to the customer.  A new charging pad and cable was sent to the customer.